Event description:
It was reported that the lead exhibited poor sensing and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis revealed a short circuit in the lead part caused by a damaged distal insulation.